Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). The 4.5 cm cuff was replaced with a 3.5 cm cuff due to atrophy. No further complications were reported in relation to this event.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). The 4.5 cm cuff was replaced with a 3.5 cm cuff due to atrophy. No further complications were reported in relation to this event.

Manufacturer narrative:
E1: initial reporter facility name included. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.